Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claims she was going downhill in scooter and claims it was going fast, feeling like 35mph. Claims scooter went up in the air, the battery pack flew off and scooter landed on her arm.

Manufacturer narrative:
The consumer received the scooter back from the technician and it was working properly. However, the consumer no longer has the scooter as she gave it away. Therefore, she was not able to provide the model or serial number of the device. Device is not available.

Event description:
Claims she was going downhill in scooter and claims it was going fast, feeling like 35mph. Claims scooter went up in the air, the battery pack flew off and scooter landed on her arm.